Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead triggered the lead safety switch (lss) and impedance measurements were reported around 400 ohms. It was reported that the patient has had radiation therapy lately, but technical services noted this would not likely cause a lss. This lead remains implanted and will continue to be monitored. To date, no adverse patient effects were reported.